Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received by the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the stimulation did not fit the body at the beginning of implantation, so the person in charge made adjustments, however, the stimulator was not used afterwards and patient was too afraid to undergo removal surgery. The physician said that removal was simple, so we will receive a referral letter and discuss it. Additional information received reported that the stimulation was not used after being adjusted because the output was strong and the stimulation continued to be uncomfortable. The patient wants the device to be explanted, scheduled for (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The explant date has been adjusted (no explant yet). No problems in patient condition.